Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although specific value not provided, due to customer inadvertently putting pump into storage mode. Customer addressed bg level via correction injection via manual dose injection and bolused via pump. It was reported that the pump history was missing data despite being in use. Reportedly, customer continued to use the pump for insulin therapy.